Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No scrolling number display anomaly noted. Insulin pump received with cracked display window, cracked case near display window corners, broken belt clip slot and broken reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error during bolus. Customer's blood glucose reading was 153 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.